Event description:
False positive results for ckmb and troponin I on triage cardiac panel vs. Eci. Triage meter // eci: pt3 ckmb <1.0 tni 1.47 // ckmb 0.46 tni 0.00 (fp tni).

Manufacturer narrative:
Tested returned pt sample on w45322 and verified tni and ckmb recovery on accessii. Tested calibrator z and calibrator h as negative and positive controls on w45322. Product support observations for tni and ckmb recovery follow: no discrepancy in tni recovery, between triage and alternate method (accessii), was observed with pt sample 3. No discrepancy in ckmb was observed between triage and accessii for pt sample 3. Customer data was not verified. Pt sample 3 tni was <0.05ng/ml and ckmb was 1.58ng/ml on triage, access ii data for tni was 0.00 ng/ml and ckmb was 1.50ng/ml. All data points with calibrator z (neg control) were below the mfg cut off of ckmb and tni recovery. All data points with calibrator h (pos control) were within the mfg 2sd range for tni and ckmb recovery. Percentage recovery for tni and ckmb with calibrator h were within mfg final release specs. No product deficiency established. No corrective action required at this time.